Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd angiocath¿ IV catheter needle was loose and pulled out of the hub during use. The following information was provided by the initial reporter, translated from (B)(4) to english: preparing for the indwelling needle operation of long-term infusion for a patient in bed (B)(6), she found that the indwelling needle of bdy 20g was very loose, and the needle and connecting tube fell off before use. If it cannot be used normally, it should be replaced immediately. If it is used normally, it has no effect on the patient. "The connection between the bottom of the indwelling catheter and the base of the needle is broken, resulting in oozing or leakage".

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h.10.

Event description:
It was reported that the bd angiocath¿ IV catheter needle was loose and pulled out of the hub during use. The following information was provided by the initial reporter, translated from chinese to english: preparing for the indwelling needle operation of long-term infusion for a patient in bed 7, she found that the indwelling needle of bdy 20g was very loose, and the needle and connecting tube fell off before use. If it cannot be used normally, it should be replaced immediately. If it is used normally, it has no effect on the patient. "The connection between the bottom of the indwelling catheter and the base of the needle is broken, resulting in oozing or leakage."